Event description:
A report was received that during device analysis, it was determined that the leads had a few broken cables at the bent or kinked section of the lead body.

Manufacturer narrative:
Sc-2218-50 (sn (B)(4)) two cables (e2, and e6) were fractured and exposed at the bent/kinked section of the lead body. This appears to be where the lead was sutured. The source of the damage was unknown.